Manufacturer narrative:
The patient was born in 1978. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The breach was not further specified. On an unreported date in the same month as the onset, the patient was hospitalized for peritonitis. On an unreported date the patient was treated with unspecified antibiotics. At the time of the report, the patient had not yet recovered from the peritonitis event and antibiotic treatment was discontinued. The action taken with dianeal therapies was not reported. It was not reported if the patient was retrained in aseptic technique. No additional information is available.